Event description:
Volun 29-dec-2014: "while opening epix universal clip applier the cst noted a defect in the device in the form of a bend in the shaft, prior to flipping device onto field/hand off to second cst. Device was moved away from field and another one was obtained from supply."

Manufacturer narrative:
This report is to follow up with maude report# (B)(4). Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Although the root cause of the customer's experience could not be determined, applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible packaging enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.

Manufacturer narrative:
This is to follow-up with u.s. Department of health & human services for maude report # mw5039736. The report did not contain the hospital name thus we could not request the return of the event sample for our investigation; however a lot number was provided. A device history report of the incident will be conducted and a follow-up report will be sent upon completion of the evaluation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.